Manufacturer narrative:
(B)(4). Method: device not returned. The device is being returned. The device history record (DHR) review is in progress. No patient information has been disclosed. Tee was indicated as being used but has not been provided. According to the hospital response, there were no procedural problems or deviations.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. In this case, the surgeon explanted the device after two days and implanted a smaller valve. The surgeon indicated the explanted valve was too large for the annulus and blocked one of the coronaries. There was no allegation of device malfunction.

Manufacturer narrative:
Evaluation summary: as received, damage was observed on 40% of sewing ring on the inflow aspect. Mechanical damage was also observed on the free margins of all 3 leaflets at commissures 1 and 2. A crease was observed on the free margin of leaflet 2 as well as 2 indentations near commissure 2. Commissure 2 wireform was also exposed on the outflow aspect. No visible damage to wireform. Method: x-ray.

Event description:
Explanted valve was too large for the annulus and blocked one of the coronaries. It was explanted two days after implant and one size smaller was implanted. Standard avr. Tee indicated but not provided. No patient information provided.